Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The root cause is most likely mechanical overloading by exerting too much force. No indications for a material or manufacturing related issue were found during the investigation. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
Needle of the instrument is broken and was lost in the body (uterus). Luckily they found it and they could catch it.